Event description:
In 2005, the physician attempted to seal a perforation using two (2) graftmaster stent grafts. It is unknown how and where the perforation occurred or if other stent devices were implanted prior to using the graftmaster device. Reportedly, the perforation was sealed and the stent was implanted. However, the "stent site thrombosed several hours later and the patient was sent to surgery." The current status of the patient is unknown although it was noted that the patient did not die. This report represents the 3.0 x 19 millimeter (mm.) Graftmaster that was used.

Event description:
A "large " perforation occurred while placing a drug eluting stent (des) in an unspecified coronary artery. Nineteen (19) mm graftmaster stent graft was 'not placed optimally to cover the perforation," so a sixteen (16) mm stent was "added to help cover it." Reportedly, the "stent site thrombosed several hours later and the pt was sent to surgery." It was also noted that the drug eluting stent and the graftmaster stents were overlapped to cover the perforation. The pt was taken for coronary bypass surgery. Althouogh it was reported that the graftsmaster did not cause the pt to go surgery it is "undertermined" as to whether the graftmaster had a "casual relation" in the event. Reportedly, the pt had recovered and has been discharged at unknown date. This report represents the first graftmaster device used. Although requested, no additional pt information was provided.